Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when the catheter packaging was opened for puncture, it was noticed a dirt inside the item, that should be sterile. The device was returned and immediately replaced.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1067532, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a black speck on the needle cover. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation the engineer could not identify the origin of the foreign matter or determine a definitive root cause. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when the catheter packaging was opened for puncture, it was noticed a dirt inside the item, that should be sterile. The device was returned and immediately replaced.